Event description:
Reporter alleged blood glucose measured 450 mg/dl back to back with a result of 204 mg/dl performed within one minute of each other. It was stated customer took normal medications at the time and no medical attention was sought or received reportedly. A request was made for the return of the suspect device and replacement product was sent.